Event description:
Customer reported that a pump declared an altitude alarm 21. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to clean the speaker holes and reconnect the cartridge, after which the pump resumed normal operation. The customer acknowledged the tips provided for preventing future altitude alarms.